Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that there was a lead implant attempt however the lead was too large to track the vessel. The lead was not implanted and another lead was successfully placed. No patient complications have been reported as a result of this event.